Event description:
Pt had mild chronic renal failure but was in need of arteriogram and balloon angioplasty. During the otherwise successful procedure, he received 100 cc x-ray dye without imaging, due to machine malfunction. This resulted in a rough doubling of total contrast from 150-250 cc. Contrast is a known renal toxin. Pt's renal failure worsened (creatinine increased from 3.6 to 5.5) over the next few days. Still do not know final outcome as yet.device not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-nov-93. Service provided by: factory trained/authorized/owned service organization. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: invalid data. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device repaired and put back in service. Invalid data - on device destroyed/disposed of status.